Manufacturer narrative:
Method: an investigation has been done based on the event description and a previous complaint. Results: this issue seems to occur on small pts. In order to overcome this problem, we will have to design a smaller headgear. This may also be a problem with fitting and sizing as this mask is fairly new to the market. Conclusion: the rt040 mask may not be suitable for patients with smaller head sizes. We are carrying out an in-service program currently in the USA to ensure users are aware of proper fitting and sizing when using these masks. To-date, there is a very low occurence of this type of complaint. We will most likely offer a smaller sized headgear in the future.

Event description:
A hospital reported that the headgear on the rt040 full face mask was too big for small patients. This results in the mask being too loose when fitted on smaller patients. No patient consequence was reported.